Event description:
Follow up with the physician found that the increase in seizures, seizure length, and intensity was not related to vns therapy. The physician stated that the patient's mother reports that the patient experiences seizures when the magnet is swiped and states that the seizures are "kicked up to the next level" when the patient swipes his magnet. However, the physician's assistant stated that he highly questioned the validity of this claim and does not have much faith in the report and did not validate this report. Per the physician's assistant, the increase in seizures was worse within the past year; however, it was still below pre-vns baseline levels. P\prior to the patient's increased in seizure frequency, length, and intensity, the physician's assistant has been continually increasing output current and magnet output current every 3 months and that everything has appeared normal as the settings have been increased. He stated that there have been and there are no plans to take interventions for this and that he will proceed as normal as things appear fine.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013, it was reported that this patient had a breakthrough seizure on (B)(6) 2013. Two weeks prior to (B)(6) 2013, the patient had 2 grand mal seizures, and three weeks prior to (B)(6) 2013, the patient had one grand mal seizure. Both events were very bad. When the patient¿s mother swiped the magnet, the seizure worsened three times: there was increased limb stiffening and foaming at the mouth. There was also an increased post-ictal period. The patient¿s settings were adjusted. The patient¿s typically had grand mal seizures but had seizure free for closure to one year. Attempts for additional information have been unsuccessful. A battery life calculation was performed with 8.71 years remaining.